Manufacturer narrative:
Incident occurred intraoperative. Device was not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Full establishment name is (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot number 1116058. Manufacturing location: (B)(4). Supplier: (B)(4). Date of manufacture: 28.feb.2017. Expiration date: 01.jan.2020. The review showed that there were no issues during the manufacture or sterilization of the product that would contribute to this complaint condition. No non-conformances were generated during the production or sterilization of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the balloon that is inserted into the wall burst immediately with minimal elevated pressure. No delay to surgery time.there was no patient harm. The procedure was successfully completed by second balloon. It was not possible to work with both balloon. One balloon dilatated, but the second one not. They completed the procedure with the first balloon. No other medical intervention needed. Concomitant parts reported: 1x 09.804.500s lot. Unk. This is report 1 of 1 for (B)(4).